Manufacturer narrative:
The complaint was confirmed by the service repair technician (srt). The pod assembly was replaced by the srt. With the pos assembly replaced and the unit tested, the unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during reconditioning of the device at the service center, the electronic pt gas system (epgs) would not power up while connected to the test fixture. There was no pt involvement.